Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrector did not work during a surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
Based on the additional information received; this event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information was received, the reporter informed that the vitrector was "not cutting and not aspirating" at the time of the event.